Manufacturer narrative:
1/5/16 integra investigation completed. Manufacture date unknown. Method: failure analysis, device history evaluation, trend analysis. Results: device history evaluation - the devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework a total of twenty five (25) 11500¿s were produced of this lot. A two year lookback in trackwise for this reported failure and or related to "stop ring missing " for product ID's 11500 and 11502r shows that 3 complaints were received, including this case. CAPA was issued to further investigate this reported failure. Conclusion: the customers¿ complaint noted above has been partially confirmed by engineering. The serrated s.f clamp does lock onto the post clamp weld assembly but rotates on the post when a substantial amount of force is applied. The clamp¿s subassembly handle does not align parallel to the field post in both locked and unlocked positions. Although in the unlocked position force is required to cause the misalignment seen in. Moreover, both retaining rings are present and in their correct positions along the length of the field post, and are incapable of being easily displaced. Furthermore, engineering was not able to confirm the reported slippage issue affecting the ratchet mechanism.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports device not holding tight to extension arm, slipping during case. (B)(6) 2015 customer reports that doctor was performing a total hip and after about a half hour device started to slip. No harm done. Device was not replaced during the procedure.